Event description:
Pt received a sulzer medica, -sulzer orthopedics, inc. - inter-op acetabular shell implant. Four months later the implanted device was explanted. Pt's preoperative diagnosis was "loose acetabulum left hip." Pt experienced pain in the left hip with x-ray evidence that acetabulum had shifted. At surgery, the acetabulum was grossly shifted. There was no evidence of any in-growth anywhere.